Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the right coronary artery with moderate calcification and mild tortuosity. A 2.5 x 33 mm xience prime stent was deployed when a distal edge dissection occurred which was treated with a 2.5 x 15 mm xience prime stent. There was no reported clinically significant delay in procedure. There were no adverse patient sequelae reported. No additional information was provided.